Event description:
The reporter stated a b & l lens was loaded into the injector and when the surgeon advanced the lens, the foam tip plunger overshot and tore the lens. The lens was inserted and removed with no patient injury.